Event description:
The patient had left si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient complained of pain following a short period of pain relief after the initial procedure. The surgeon determined malpositioning of the superior implant based on CT imaging and decided to remove the superior positioned. Within two weeks of the initial procedure, a different surgeon performed a revision procedure where he removed superior positioned implant. No bone graft or additional hardware was added. None of the other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."